Event description:
It was reported that the atrial lead exhibited noise. The patient felt occasional dizzy spells. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.